Event description:
After the hydrogel placement, there was a suspicion of rectal wall infiltration. During simulation, the hydrogel was not visible, prompting a magnetic resonance imaging (MRI) scan. The MRI revealed potential infiltration of the anterior rectal wall with hydrogel at the midgland. Additionally, the patient has diverticulitis in the sigmoid colon. Upon further evaluation of the MRI, one slice showed approximately 1 cm of hydrogel beneath the rectal wall, with a reasonable amount of muscularis behind it. Another slice indicated about 2-3 mm of hydrogel close to the mucosa, which was the only slice with hydrogel near the mucosa. The remaining hydrogel appeared to be primarily within the prostate capsule on the right posterolateral side and in the venous plexus extending up to the right internal iliac.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular and non-vascular.